Event description:
The procedure was coil embolization assisted with the vrd for aneurysm located in bifurcation of internal carotid artery and ophthalmic artery that was not calcified and heavily tortuous. Access was obtained from femoral artery. The event happened during vrd deployment. When the physician deployed the vrd (enc451412/10166746, complaint product) across the target aneurysm, the proximal portion of the vrd wasn't completely expanded. Then, he advanced the prowler select plus distally and recaptured the vrd system once, the vrd was successfully placed after that. However, during that time, the vrd moved over a little and migrated distally with proximal markers of the vrd. No action was taken, because the vrd sufficiently covered the whole aneurysm neck and seemed to be in a stable position along the target vessel. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complication reported. The unruptured saccular aneurysm neck was 4mm, and the neck to sac ratio was 4mm: 4.2mm. The parent vessel size was unknown. Mrs was also unknown. Antiplatelet therapy included unknown dosage of aspirin and cropidogrel sulfate. No information regarding inr, pt, ptt and the occlusion rate of the aneurysm. The devices utilized during the procedure includes unspecified sheath introducer 7fr, chikai10,14/asahi intecc, fubuki 7fr(type str)/asahi intecc, prowler select plus(detail unknown), excelsior sl10/stryker, okay/goodman, orbit galaxy, target/stryker. Both size and lot number of the coils were all unknown. Prior to the vrd deployment, some coils were successfully placed in the aneurysm. It is unknown how many coils were placed in the aneurysm.

Manufacturer narrative:
The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. The complaint product is unavailable for evaluation. No additional information is available and procedural images are not available. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.

Manufacturer narrative:
During a stent assisted coil embolization after successful placement of some coils, when the enterprise vrd ((B)(4)) was deployed across the target aneurysm, the proximal portion of the vrd wasn't complete expanded. After recapturing once, the vrd was successfully placed; however, during that time the vrd moved a little and the proximal markers migrated distally. No action was taken because the vrd sufficiently covered the entire aneurysm neck and seemed to be in a stable position along the target vessel. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complication reported. The procedure was a stent assisted coil embolization of an aneurysm located at the bifurcation of the internal carotid artery and ophthalmic artery. The noncalcified vessel was heavily tortuous. The unruptured saccular aneurysm neck was 4mm, and the neck to sac ratio was 4mm:4.2mm. The parent vessel size was unknown. The modified rankin scale (mrs) score is also unknown. Antiplatelet therapy included unknown dosage of aspirin and clopidogrel sulfate. There is no information regarding the occlusion rate of the aneurysm. The device was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. The vrd remains implanted and the delivery system is not available for analysis. No additional information is available and procedural images are not available. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10166746. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4)and was determined to be acceptable. Although a definitive conclusion cannot be made without images pertaining to the deployment of the vrd, it is possible that the heavily tortuous vessel characteristics and forward pressure during deployment contributed to the initial stent expansion difficulties and migration with redeployment. The instructions for use outlines that the use of the enterprise vrd is generally contraindicated in patients in whom the angiography demonstrates anatomy is not appropriate for endovascular treatment due to severe intracranial vessel tortuosity. When advancing the infusion catheter over the stent during recapture, it may be necessary to keep the stent stable with tension on the delivery wire. Based on the review of the device history records there is no indication of any associated manufacturing issues. Therefore, no corrective actions will be taken at this time.